Event description:
Sfa stenting-patient enrolled in trial in other country: mild dissection reported pre-pta. Patient recovered without permanent injury.

Manufacturer narrative:
Please reference MDR 2183870-2008-00215 and MDR 2183870-2008-00216 for other protege everflex stents used in this procedure.